Event description:
It was reported that the lead exhibited an increase in thresholds. A microdislodgement was suspected. However, at the next follow up visit, the thresholds were stable, so no intervention was necessary. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.